Event description:
A 2.25 mm diameter x 24mm length endeavor rx drug-eluting coronary stent delivery system was inserted into a pt for the treatment of an unk lesion. Lesion morphology was reported to be a very calcified lesion. The lesion was pre-dilated. It was reported that the physician was attempting to reach the lesion when he lost guide support. The physician attempted to remove everything as one unit when the stent dislodged. The stent was ballooned; apposing the stent to the vessel wall. A second endeavor drug-eluting stent was deployed at the lesion site. No further info was obtained. The pt is stable. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.

Manufacturer narrative:
(Other, secondary intervention).